Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2018 with loss of capture on the atrial lead. P-waves were unchanged and lead impedance was stable. The clinic believed that a micro dislodgement occurred post-implant during a follow-up 6 weeks after implant. The device was reprogrammed.